Event description:
It was reported that the device could not be interrogated. It was also noted that the device was at eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field event of no communication was verified in the laboratory. Upon interrogation, no communication could be established with the device due to a depleted battery. The original battery was sent back to the vendor for further evaluation. Analysis found an internal battery anomaly, which caused the premature battery depletion.